Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was advised to go to the hospital and take some supplies and pump with her in case her healthcare provider tells her to get back on the pump. Customer is to call once she gets treated at the hospital.